Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/16/2015 - voicemail, 12/17/2015 - voicemail, 12/18/2015 - voicemail. Ge healthcare reviewed the logs, and it was determined that the preoperative checkout test failed prior to the start of the case. Despite the failure, the unit was placed into service. The hospital reported that, following the case, the patient circuit was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit stopped ventilating. The anesthesia machine was reportedly swapped out and the case continued with no further reported complaint. There was no reported patient injury.